Event description:
It was reported that following a pump replacement the pt developed erythema, swelling and cellulitis over the abdominal site. The health care professional indicated that this was "likely aggressive infection of the incision site". The pump and catheter were explanted. The pt was started on antibiotics. The pump was used to deliver baclofen. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.